Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing; the sensing vector was reprogrammed. Several weeks later the patient received another inappropriate shock as a result of noise. The patient underwent exercise testing during which time no episodes of noise were observed. Afterward when performing provocation testing the noise was observed in the primary vector that the physician believed to be consistent with myopotentials. As the noise was appropriately marked and discarded by the device the physician did not wish to change the programmed vector. Boston scientific technical services (ts) reviewed device data noting a sudden drop in r-wave amplitude and morphology changes occurring prior to the first instance of inappropriate shock. Review of device data determined that alternate sensing vector was the only suitable without myopotential noise or oversensing. Programming considerations and recommendations for additional testing were discussed. Information was later received indicating the physician elected to explant the s-ICD system and replace it with a transvenous system. No additional adverse patient effects were reported.